Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received three bursts of inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for a supraventricular (svt) arrhythmia. Boston scientific technical services (ts) was contacted for review, and it was discussed that the therapy was delivered due to the patient's very fast rate and poor correlation to the stored sensing template. Additionally, it was noted that some atrial signals fell within the device's blanking period, but this did not contribute to the inappropriate therapy delivery. Ts provided a potential reprogramming option, and it was also indicated that the patient had not taken their arrhythmia medication for a few days, which likely contributed to the svt. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.